Event description:
Customer indicated they were exercising had not eaten enough and felt exhausted. Their blood glucose dropped and they lost consciousness. Paramedics were called, provided intravenous treatment, and tested pt using the freestye meter with a result of 270 mg/dl just after glucose was given. Paramedics were concerned as the level was higher in their opinion than it should be given the time of IV commencement versus reading. Customer was taken to the hosp where a comparison reading of 100 mg/dl was received with an unk brand device. Testing was conducted on the fingers. During troubleshooting, it was discovered that meter did not have the correct calibration code set.